Event description:
Brake pedal wouldn't stay in lock position. Missing push latch cover on pt. Right head & foot rails. No injuries solution-replaced bushings on brake mechanism assy, and latch covers.